Event description:
It was reported that the nurse tried to raise the fowler using the footboard controls and it did not go up. Only the head section of the bed move down with the gatch and the foot section not changing position.